Event description:
Following an angioplasty, an angio-seal device was inserted into the right groin. There was some oozing noted for 4 to 6 hrs post-procedure which subsided. On 9/13/99, the pt was readmitted to the hosp with the right groin site oozing pale liquid, was tender and red with no clinical pseudoaneurysm present. The pt was placed on rocephine intramuscularly due to poor venous access. On 9/14/99, an ultrasound of the femoral arterty revealed a right common femoral artery pseudoaneurysm. On 9/16/99. The blood cultures revealed staph aureus sensitive to flucioxillin and fucidin and a central line was inserted. On 9/17/99, a vascular surgeon recommended continued antibiotics and if bleeding continues, surgery is recommended. In 1999, the pt was taken to the surgery for exploration of the right pseudoaneurysm. The aneurysm burst and they were unable to repair the artery or to graft. The pt is receiving daily dressing changes.